Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that while using the ventilator in optiflow mode, connected to the mains, the main screen suddenly goes blank with the message: "disk errror, press any key to restart" and an audible alarm. The ventilation continued, but the ventilator had to be exchanged. There was no patient injury reported.